Manufacturer narrative:
Product was returned and evaluated. Qa findings: 94 mg/dl low out of spec, 7 mg/dl hi out of spec, e11 and e2- sat results using qa retention and control.

Event description:
Customer initially called with suspect low blood results on her contour ts meter; 47, 58, 70, 80mg/dl. No adverse events alleged. Criteria was not met to be reportable. Strips were replaced and customer returned hers for eval.